Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse duplicated the reported transducer fault condition and determined the expiratory pressure transducer would not calibrate. A replacement main printed circuit board (pcb) was ordered for a resolution on this issue. At this time, vyaire medical failure analysis laboratory has not received the suspect main pcb for evaluation.

Event description:
The customer reported an unresolved transducer fault alarm on this ventilator device. The customer stated no patient involvement with this event.